Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus). The device was removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Only the cuff was removed due to it was too tight, so the patient had to strain to void. The device will not return.